Manufacturer narrative:
The event of blood clots is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported "unknown side "blood clots" and an "itch" in a zone of the left breast. No treatment has been provided, and the device remains implanted. This record is for the left side.